Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, three heartstring seals did not load properly. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital. It was unknown if these three heartstring incidences occurred in one case or multiple cases; therefore, all three seals will be reported as one case.

Manufacturer narrative:
Investigation results: the seal was out of delivery tube and tension springs components were loaded inside delivery tube. The delivery device was not attached to the loader. The reported complaint that the seal did ot deploy is confirmed. A review of the finished device lot history record did not reveal and non conformance reports, which could have contributed to this complaint.